Manufacturer narrative:
G4: 02sep2020, b4: 03sep2020 . The customer confirmed the biomed could not recreate the reported issue and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported inaccurate volume readings. The customer confirmed the problem was discovered during setup. The remote manufacturer's service technician advised the customer to complete performance verification and verify the unit is operating within specifications. The remote manufacture service technician informed the customer of different repair options, bench repair, onsite service or biomedical engineering to complete verification testing. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.